Event description:
It was reported that during an unknown procedure, the blade tip broke off. No consequences. Another like device was used to complete the case.

Manufacturer narrative:
Date sent: 05/19/2008. Information anticipated, but unavailable at this time.